Event description:
Country of complaint: (B)(6). Thread detached very fast and easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples rec'd: 4 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs rec'd are tight. The needle attachment of the samples rec'd was tested and the results fulfil the requirements of the OEM. Needle attachment results conducted on samples before releasing the product were within specifications. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.